Event description:
It was reported that, during an internal fixation surgery, a trigen flexible reamer snapped while being used, but the pieces remained attached. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The device reported is a custom made device. The raw materials for the device are the following: part name: flex reamer extender, part number: 71631130, UDI di number: (B)(4) and lot#: 08bm19493. Part name: flexible reamer shaft 50 cm , part number: 71631192, UDI di number: (B)(4) and lot#: 08bm16877.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As express instruments are custom made devices, a review of the complaint history for this part is not applicable. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Updated results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device reveals the device is broken near the connection point. The device shows signs of significant wear and use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As the device is a custom made device, a review of the complaint history for this part is not applicable. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.